Manufacturer narrative:
(B)(4). Lockout. The analysis results found that device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The analysis results found that device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. Batch # d9dx57 (mfg date 7/13/2007 exp date 6/13/2012) (B)(4). Device (c) was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Please note that this condition is unrelated with the incident reported. It could not be determined what may have caused the event reported. No incident related to the reported event was observed during the batch record review. Batch # h9102r (mfg date 5/4/2011 exp date 4/4/2016) (B)(4) jaws.

Event description:
It was reported that during an ivor-lewis esophagectomy procedure, on the first firing of each of three devices, the clips were malformed and loose. A reusable clip applier was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.